Manufacturer narrative:
Broken advancer; disengaged jaw. Evaluation summary: the analysis results confirmed that the el5ml device was received with the advancer broken and the jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the returned condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap colon procedure, the device misfired, a new like device was used to complete the case. No add'l info is available at this time. There was no pt consequence was reported.